Event description:
Report received of an unrequested bolus dose. The pump came down to the biomedical dept with an unsigned note that stated "unit gave out medication without pressing pt pendant button and pump continued to malfunction". The customer was contacted for add'l info. Specific event info including the pump settings and medication infused could not be recalled. There was no reported adverse pt event. Though requested, no add'l info was available.